Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03871, 1627487-2023-03872. It was reported that the patient was experiencing pain at the site of the drg ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was repositioned to address the issue. Therapy was restored post operatively.